Event description:
It was reported that there was a lead integrity alert on the right ventricular (rv) lead. Patient was seen in the emergency room and the lead was programmed and scheduled for a lead revision. During the lead extraction the patient developed tamponade and an emergency chest procedure was performed. The patient died during the procedure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5076 implantable pacing lead (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned, analyzed and no anomalies were found.